Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) pump attempted, but not used for an unspecified reason. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.